Event description:
Pt reported that they went to ER on the night of the report because they had experienced high blood glucose levels (225 mg/dl). Pt was treated at hosp with extra insulin boluses and IV fluids.